Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient experienced a loss of pain control and a catheter dye study was attempted on (B)(6) 2016. They were not able to aspirate. Surgery was completed on (B)(6) 2016 and the catheter was kinked over the anchor. When the catheter was straightened out there was also a leak at that site. It was further clarified the catheter was found to be folded over the anchor and kinked off so no flow as noted. When the kink was straightened cerebrospinal fluid (csf) flow was noted; however there was a hole there also requiring replacement of that portion of the catheter. The spinal segment was explanted and replaced on (B)(6) 2016 and would be returned. The patient¿s medical history included asthma, kidney stones, adhd, chronic pain with intractable nausea and vomiting. The patient¿s status at the time of this report was ¿alive- no injury¿ and the issue was resolved. There were no contributing environmental factors. The drug in the pump was noted as fentanyl 2000 mcg/ml at 300 mcg/day. Other medications the patient was taking at the time of the event included methylphenidate, feefenadine, hydroxyzine, metoclopramide, percocet, phenergan, and fentanyl patch.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000 mcg/ml at 540.7 mcg/day) and bupivacaine (20.0 mg/ml at 5.407 mg/day) via an implantable infusion pump. It was reported there was a catheter occlusion. The patient reported pain recurrence on (B)(6) 2016. The patient had a decrease in effectiveness in boluses in the last month. Surgical observation of a failed (B)(6) study was noted on (B)(6) 2016. No action was taken as an intervention. The event was related to the device or therapy and unlikely related to the implant procedure. The event outcome was noted as ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.